Event description:
Aventis case ID: (B)(4). Initial report for this spontaneous case was received from a consumer on (B)(6) 2007: this (B)(6) female consumer initiated treatment with poly-l-lactic acid (sculptra) in (B)(6) 2007, for cosmetic purposes. Immediately following her first dose of poly-l-lactic acid in (B)(6), she developed bruising at injection site (lip and chin). She reported that the bruise is tender and purple. (It was not specified if the consumer had received other injections). At the time of her report, she was waiting for her healthcare provider to call her back. She denied any medical history or concomitant medication use. Consumer reported that she had no allergies. Lot number/exp date not provided. No add'l medical info was reported.

Manufacturer narrative:
Add'l info for sculptra from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.